Event description:
A patient reported experiencing inaccurate erratic results with an ot basic enhanced meter. The patient's blood glucose results were 207 mg/dl, 161 mg/dl, 316 mg/dl, 222 mg/dl, 202 mg/dl. Tests were done < 10 apart with a difference of 30%. Patient did not experience any adverse events. No further information has been reported.